Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with the caller experiencing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the caller in reloading the cartridge and instructed the caller to deliver a 10.2 unit bolus, which resolved the issue.